Event description:
Additional information received from patient reported that there was no step taken to resolve the ins moving. Patient did not think it was that loose to be of concern. If there was an issue, he would take it up with his healthcare provider. It was indicated the ins was fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the implantable neurostimulator (ins) seemed to have a little more movement than it did in the beginning, and the patient had lost weight and was planning on losing even more weight. The patient reported they had lost about 10lbs and noticed the ins was moving more once they hit the 10lbs mark. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.